Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had not experienced a loss of therapy; they would not describe it was a loss of therapy. It was stated that they had to increase the voltages, and that along with an increase in medication helped give them the relief they needed. It was noted that they still had the occasional spasm, but less often. Then on (B)(6) 2020 they reported that their healthcare provider left the clinic a few days after their implant. They had an appointment with a ¿new¿ doctor to discuss the implant this week, but the healthcare provider cancelled due to illness, so the patient was waiting for a reschedule, and may change clinics. It was stated that they would turn off the device before their next surgery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient had a loss of therapy following a stomach and a colon surgery that involved removing polyps, and the stimulator does not seem to be working. Patient stated that the device and therapy worked well previously giving 80% relief. Patient was not given guidelines and had the device on during their surgery. Patient mentioned that she will be needing 2-3 more surgeries in the future so guidelines were reviewed. Patient stated that she now has gone through a miserable time because she is unable to have a bowel movement without taking tons of laxatives. Patient also stated that following the surgery she has had more episodes of wetting herself and experiences extremely uncomfortable bladder spasms 2-3 times a day and if she cannot sit down right away she wets herself. Patient was directed back to their doctor to discuss symptoms a nd to have the device checked, and also reviewed that if medically appropriate the patient can turn stimulation off to see if the bladder spasms stop. The patient didn¿t have a current doctor so was sent a listing of local providers. No further complications were reported or are anticipated.